Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. Upon removing this 4.00x12mm veriflex stent from the dispenser hoop, it was noted that a stent strut was sticking up out of place. The device was not used and the procedure was completed with another veriflex stent. No patient complications were reported.